Manufacturer narrative:
(B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown 4.5 mm variable angle locking compression plating system (B)(6). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: "this report is being filed after the subsequent review of the following literature article: poole, w. Et al (2017). Modern distal femoral locking plates allow safe, early weight-bearing with a high rate of union and low rate of failure. The bone and joint journal, vol 99-b, 951-957. The united kingdom. This is a retrospective review of patients treated with a lateral distal femoral locking plate (ldflp) between 2009 and 2014 to describe the outcomes of fixation using modern implants within a strategy of early return to function. The study population included 122 patients (and a total number of 127 fractures). Patients (92 female) had a mean age of 72.8 years (range 16 to 101). One-hundred seven (107) patients were allowed to bear full weight immediately. The rate of clinical and radiological union was 81-85 (95%). Of the 127 patients: one (B)(6) female who sustained a fracture with medial comminution experienced a postoperative break of a 10-hole variable angel condylar plate with 4-hole working length within five months of implantation. The plate was revised to a hinged tka (total knee arthroplasty). The patient was reported to have a successful arthroplasty. This is report 3 of 5 for (B)(4). This is for an unknown 4.5 mm variable angle locking compression plating system and refers to the serious injury and reportable malfunction (B)(6) female who sustained a fracture with medial comminution experienced a postoperative break of a 10-hole variable angel condylar plate with 4-hole working length within five months of implantation. The plate was revised to a hinged tka (total knee arthroplasty). The patient was reported to have a successful arthroplasty.